Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. The investigation determined the difficulties are related to circumstances of the procedure as it is likely the guide wire was inadvertently handled during advancement such that the core kinked at the proximal end of the hypotube. Further manipulation would have resulted in the guide wire separating at the kinked location. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported during a procedure, the bmw universal ii guide wire was advanced without resistance in an av fistula and the distal end broke off, 3 cm proximal from the tip. A snare device was used retrieve it successfully. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.